Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported the patient experienced a return of pain symptoms that was gradual. Hcp adjusted the medication. The patient continued to experience an increase in pain. A catheter dye study was performed and revealed the catheter was fractured at the anchor site. The fracture was a "clean cut". During the revision it was noted that the catheter was fractured approximately two cm distal to the anchor below the ligament. Hcp replaced the spinal segment and attached the proximal segment to the new spinal. The patient was not leaking cerebrospinal fluid from the existing fractured segment still in spine. Hcp "tied off" the spinal segment that remained. Telemetry confirmed a critical alarm occurred. The alarm was due to zero ml reservoir volume reached. The physician programmer showed that 21.6 ml had infused. The hcp planned to fill the pump with morphine following the procedure. The pump was currently delivering fentanyl, hydromorphone, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.